Event description:
It was reported that the user experienced fluctuating glucose with episodes of high glucose followed by a low glucose reading of 54 mg/dl while traveling in hot, humid conditions and subsequently discontinued ilet use and reverted to pens. The user then contacted support and completed a factory reset with guidance. Symptoms included hypoglycemia without reported associated signs. Outcomes included self-treatment with oral glucose and no medical intervention. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed no confirmed device malfunction and a potential contribution of environmental and physiologic factors, with device settings restored through factory reset. It was concluded that the event cause remained unclear and that the device function could not be verified as contributory based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.